Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that there was noise on the right ventricular (rv) pace/sense channel. The representative noted the noise was possibly due to an interaction between this rv lead and a previously capped rv lead. This, however, was not confirmed. The root cause for the noise remains undetermined. Subsequently, this rv lead was surigically abandoned and the associated implantable cardioverter defibrillator (ICD) was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned and replaced due to a product performance issue. No additional adverse patient effects were reported.